Event description:
On (B)(6) 2023, this patient underwent an emergency endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed due to a type ib endoleak from the left side. The internal iliac artery was coil-embolized and additional contralateral leg component was implanted. The treatment area was extended into the left external iliac artery. The endoleak disappeared. The patient tolerated the reintervention. The reporting physician commented as follows: in the initial procedure, the device in the left side might have been slightly undersized.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the correct pre-treatment planning includes determining the accurate size of the patient¿s anatomy and the proper size of the trunk-ipsilateral endoprosthesis and contralateral endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.